Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor: 10/14/2019; electrode belt: 12/29/2015.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. It was reported that the patient was initially at home when the lifevest started alarming. The patient's wife reportedly initiated CPR on the patient. Per review of the patient's continuous ECG recordings, the patient was in an idioventricular rhythm from 40 bpm to 90 bpm with CPR and motion artifact. The rhythm then degraded to vf with CPR and motion artifact at approximately 22:56:14. The patient then received a non-lifevest defibrillation. The patient's rhythm at time of treatment was vf with CPR and motion artifact, the patient's post shock rhythm was obscured by CPR and motion artifact. The patient was in vf for approximately seventeen seconds before receiving the defibrillation. The lifevest requires 30 seconds of sustained vf before a treatment can be delivered. The patient remained in vt/vf until a second non-lifevest defibrillation was delivered. The patient's rhythm at time of treatment was vf with CPR and motion artifact. The post shock rhythm was an idioventricular rhythm at 80 bpm with CPR/motion artifact. The patient was in vt/vf for approximately 27 seconds before receiving the second defibrillation. The patient's rhythm then transitioned to vf with CPR and motion artifact until the electrode belt was disconnected at 23:06:40. It was reported that the patient was taken to the hospital during the event and passed away while at the hospital. There is no indication that a device malfunction caused or contributed to the patient's passing. CPR and motion artifact, rb use, and external defibrillations prevented the lifevest from treating the patient. Releasing the equipment and closing the complaint.